Event description:
It was reported that a spectrum pump doesn't recognize when door is open during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, pump doesn't recognize when door is open was reproduced. Evaluation confirmed the device did not recognize the door was open when powering on the device and opening the door. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower latch switch was not functioning. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.